Event description:
It was reported that the cadd solis hpca pump, kept indicating an overpressure. It was unknown when the event occurred. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log (ehl) was reviewed, and multiple overpressure alarm entries were identified, confirming the customer-reported issue. Investigation determined that the condition was caused by a detached/defective dso seal. Corrective actions included replacement of the dso seal and recalibration of the dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.